Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event. The referenced guide was not returned for examination. The jaw teeth exhibit significant wear. The overall condition of the instrument suggests heavy usage. A complaint database search on the provided product code did not identify a trend of the reported event. Based on the referenced guide not being returned, the root cause is undetermined. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Lobster claw resection guide piece broke off during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.